Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found the middle handle member had separated from the handle. The root cause of the observed condition was determined to be a result of the inner handle member missing adhesive. This issue has been brought to the attention of the appropriate manufacturing personnel and an action has been initiated in order to prevent this condition from recurring. Should we receive additional information a supplemental will be filed at that time.

Manufacturer narrative:
(B)(4).

Event description:
When using a 22 shark the handle snapped on the second. Needle was removed and a second needle was used to complete the procedure. Device was used on the patient, the patient was prepped for the procedure, patient was put under anesthesia, there was no injury to the patient.